Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 435 mg/dl, current blood glucose is 387 mg/dl. The customer treated high blood glucose with insulin pump and syringe. The customer was neither hospitalized nor admitted for high blood glucose. The customer reported that the 1/8th of an inch sized air bubbles were present in the tubing. The insulin pump will not be returned for analysis.